Event description:
It was further reported that the reported experience occurred on the refill day on (B)(6) 2016. There had been refills since (B)(6) 2017 and there had not been any other reported experiences on these dates. There was never any discrepancy at the refill as the fluid volume was reported as always as expected. No action was deemed necessary as the remaining pump volume was as expected. The specific ¿feelings of withdrawal¿ was noted as nothing specific as ¿I just know how I feel when I¿m withdrawing¿. The dose at the time of the event was ms contin 600 mg, clonidine 1200 mcg, bupivacaine 20 mg. Since the event, the dose of clonidine increased to 1800 mcg, ms contin and bupivacaine remain the same. The patient has reported no further events of withdrawal and was very happy with the pump.

Manufacturer narrative:
Phone number: (B)(6).

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine via an implantable pump. The concentration and dose was not known. The patient¿s concomitant medications could not be obtained and the patient¿s medical history was reported as unknown. It was reported that during a device follow-up (B)(6) 2017, the patient attended the pain clinic for a refill and complained of fluctuation feelings of withdrawal. The pump was refilled. There was report of a pump issue. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No actions or interventions were taken as a result. Surgical intervention was not planned. The pump was still implanted and in use. At the time of the report, the issue was reported as resolved and the patient¿s status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.